Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During impella placement, it was noted that the filter was broken in the purge system and leakage was observed. Additionally, patient was positive for heparin induced thrombocytopenia. Argatroban was administered to replace heparin. Weaning was successful and the device was removed. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Neither the product nor the data logs were returned for investigation. After reviewing the clinical information, it was determined that the cause of the purge leak was most likely purge sidearm filter damage due to alcohol interaction. This report is being filed as part of a retrospective review of historical records.